Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to >250 mg/dl while wearing the pod less than one hour. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. As treatment, the patient successfully activated a new pod.

Manufacturer narrative:
The device was received not deployed. Since the cannula has not yet been inserted, it could not have dislodged at this point. Inspection of the adhesive welds found no damages or defects that would cause a failure to adhere. The cause of the reported adhesive failure could not be determined. The device generated an 0x5c alarm indicating open count too low at end of prime. Pulse width timeouts were observed in addition to a failure to transition in the rotational sensor data indicating a drive stall occurred. Shelf mode current was measured to be high, out of specification, leading to the batteries being measured to be lower than expected. Although, the device was able to pair with another pdm, the low batteries contributed to insufficient power to the drive mechanism, resulting in the drive stall and 0x5c alarm generated.